Manufacturer narrative:
Upon additional information this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device interrogation revealed that the device battery status was end of life (eol), with a battery voltage of 2.32 volts. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to [two] compromised low-voltage capacitor, which resulted in a high current condition.

Event description:
Boston scientific received information that this cardiac re-synchronization therapy defibrillator (crt-d) triggered elective replacement indicator (eri). Premature battery depletion was alleged. This device remains implanted, but an explant procedure has been scheduled. No adverse patient effects were reported.